Event description:
Additional information was received from the patient. They reported that the sensation was not only felt during a recharge session. A layer of clothing was not used and the belt was not used. The patient then stated that their call had nothing to do with recharging, but it was that they had not gotten satisfactory results from the therapy. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having trouble with the recharger. The caller indicated that during an appointment today the recharger app displayed 5 error codes. The caller indicated that two of the codes were 9766 and 1706 and the caller did not remember the other codes. .the caller had attempted to reset the recharger several times prior to calling. During the call tss had the caller attempt to connect the recharger to the handset again and start a charging session. The caller indicated that the recharger connected to the ins with excellent coupling. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received from the rep: they saw the "9677" error message twice. (Understood to be 9766) the cause was unknown. The rep was not able to meet with the patient within the timeframe to gather logs. On 2021-aug-09 additional information was received from a manufacturer representative (rep). The rep reported that to resolve the issue they reset the device a number of times by long pressing the power button. Maybe 6 or 7 times before it finally worked as indicated. No real rhyme or reason as to why it took so many resets. They reported that the patient is now able to effectively recharge. Still on 2021-aug-09 rtg0. Additional information was received from the patient. They reported that they continue to have recharging difficulties; they continue to encounter 1707 code. It takes patient at least an hour to charge the ins only partially. Reviewed meaning of 1707 code and patient indicated the ins is too deep and is also tilted. The patient has tried sitting in different positions while charging and has discussed their concerns with their physician but patient is concerned about who might pay for the cost of revision surgery. Patient asked the physician and got no information. Reviewed considerations regarding device warranty and its limitations. Recommended the patient discuss further with their physician. On 2021-10-18, additional information was received and patient said they had the device moved from the right side to the left side because the battery was crooked, loose and side ways. Patient said they could feel the corner of the ins poking out. Patient said everything was a "total failure". As they have trouble charging the ins before it was moved. The patient stated the ins will start charging and the patient doesn't move then the recharger disconnects. Patient was also feeling a shocking while charging, patient and recharger on skin. Reviewed putting a thin barrier between the recharger and the ins. Patient was standing w/ both hands holding the recharger. Patient said there was still some swelling at the ins site. Patient said the last time they charged it worked perfectly and easily. Patient said the ins was at 10%. Patient has an appointment on (B)(6) 2021. Patient said they had to stop because their arms were aching. No further complications were reported/anticipated at this time.